Manufacturer narrative:
Additional information was added to h3 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, 2 photos and a video were evaluated. The visual inspection of the provided video showed an external leakage at the bottom header. The reported failure was confirmed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 14l dialyzer, an external fluid leak occured. There was no patient injury or medical intervention associated with this event. No additional information is available.